Event description:
Related manufacturing reference number: 2017865-2023-16992. It was reported that the patient presented to the emergency room after experiencing a syncopal episode. Upon interrogation, it was noted that the right atrial lead exhibited noise that was oversensed by the device. It was unknown whether pacing inhibition occurred. The physician capped and replaced the lead on (B)(6) 2023. The physician also capped and replaced the right ventricular lead on (B)(6) 2023 since the lead was under advisory. No issues were noted with the right ventricular lead. The patient was in stable condition.